Manufacturer narrative:
No patient specific information was provided. No patient injury reported. Corrective action has been implemented for bubble trap leaks. Lot hw8238 was produced prior to implementation of corrective action.

Event description:
A hospital reported the 3m¿ ranger¿ blood/fluid warming system high flow with auto-venting bubble trap model 24365 leaked at the auto venting bubble trap. Type of liquid alleged to have leaked was not specified. No patient injury was alleged. No information was provided as to if the set was primed prior to use, or if a pressure device was used.